Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the tubing set had a hole in an unknown location that resulted in a leak. There is no report of any adverse effect to a patient as a result of this event.